Manufacturer narrative:
Plant investigation: the fill valve, display board assy, and programmed cpu were returned to the manufacturer for physical evaluation. The exterior inspection revealed thermal damage to the valve coil, cracks in the casing, and residue on the valve body, terminals, and casing. The resistance measured across the hot and neutral terminals was found to be shorted. Exterior inspection revealed no damage to the display board. The fill valve relay failed to function when the returned display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. The received cpu functioned properly when installed on the received display board and tested with the display board test fixture. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer would not fill and had a burning smell. The biomed replaced the fill valve assembly, display board assembly and cpu to resolve the reported issue. There was no visible smoke, flames or sparks regarding the burning smell. There was no harm to any patients or individuals because of this malfunction. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the reported event. The biomed returned the fill valve, display board assy, and programmed cpu to the manufacturer for physical evaluation. Upon physical evaluation, evidence of thermal damage and a short on the fill valve were identified.